Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a hip revision procedure approximately twenty-seven (27) years post-implantation due to wear and acetabular bone loss. During the procedure, the cup, liner and head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - 1989. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported a patient underwent a left hip arthroplasty on an unknown date in 1989. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.